Event description:
It was reported that ten minutes after the intra-aortic balloon (iab) insertion, arterial pressure (ap) suddenly declined from 100mmhg to 60mmhg. After the event, the pt was moved to another hospital and the pump was exchanged off the pt. After the pump was exchanged, the ap was recovered. The pump was checked by an engineer two days after the event, and the following are the findings: "a system error 8 alarm occurred during operation and the fiberoptix sensor signal was not able to be read. As of june 13, the pump has returned to international affiliate for further check."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.